Event description:
The patient underwent generator replacement surgery due to the end of service condition. The post-op impedance values were within normal limits. The explanted generator was returned to the manufacturer for analysis, but analysis has not been completed to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient's generator had reached end of service, pulse disabled, after being implanted slightly over a year. No recent trauma was noted and the patient was not known to have undergone any surgeries. Clinic notes from (B)(6) 2016 were provided and verified that the generator was interrogated and found at eos - pulse disabled status. A review of the device history record for the generator was performed and showed that the generator passed all electrical and functional tests prior to release for distribution. A battery life calculation was performed and with the available programming history available, the generator was expected to have 2.0 years until near end of service as of (B)(6) 2016. A review of the available programming history was performed and showed impedance values within normal limits on the date of implant.

Event description:
The generator had product analysis completed which confirmed the end of service condition. The generator failed multiple electrical tests when subjected to different postburn electrical tests. The generator also had contamination between the copper edges on the trimmed edge of the printed circuit board assembly (pcba). The contamination provided a probable electrical path between all of the copper edges of the pcba, which likely resulted in increased current consumption.